Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The corail neck trials are very tight when attached to the corail size 10 broach. Also difficult attaching and removing neck trial from size 11 broach.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; deep circular scratching was found on the taper preventing from seating correctly onto the neck trial. The root cause is attributed to misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.